Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. The device was received with no fluid. No foreign material was observed within the device or on the shell surface. During the evaluation a parallel lines of shell wear were observed on the anterior and extending to posterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing revealed there was leakage from the valve. No other anomalies were observed. Deflation complaint was confirmed. Mentor product analysis lab was not able to determine when the rent occurred. Potential sources of valve leakage include tissue ingrowth into the valve, valve system damage, contaminants from device handling and water-soluble crystals (residual nacl from fill solution). Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 275 cc saline breast implant, catalog # 3542640, lot # 124321. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 275 cc and experienced deflation on the left breast implant. The deflation was confirmed by visual examination. As a result, the patient underwent removal and replacement with allergan devices on (B)(6) 2019.